Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection of the transfer set did not properly connect with a catheter connection. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.